Manufacturer narrative:
Concomitant medical products: product ID: 305901, lot# unknown, implanted: (B)(6) 2019, product type: screening device. Other relevant device(s) are: product ID: 305901, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an external neurostimulator (ens) for fecal incontinence. It was reported the lead broke when trying to connect it to the external hub. The rep noted the patient was still as alive with no injury at the time of the report. The rep stated there was no patient symptoms or complication associated with the event. The rep noted the device was implanted on march 6th and would be explanted on march 12th. Additional information from the consumer on march 9th reported during the surgery, her lead snapped and only the right lead worked; so they could not make programming changes to her device. There were no further complications that have been reported as a result of this event.